Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) was confirmed in the archive review, but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported (ua) 41 error message. Upon visual inspection, no physical damages were observed. The platform was tested using the 95% patient test fixture (lrtf) with good known test batteries until discharged and the platform passed without any fault or error. Review of the archive data shows (ua) 41 error message occurred on (B)(6) 2018. Additionally, as a precautionary measure, the temperature sensor cabling were replaced. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., a fire truck in sun) or soft surface that may block air vents are known to cause (ua) 41 error messages in rare cases. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during active operation on a (B)(6) old female patient with cardiac arrest the autopulse platform sn (B)(4) displayed an user advisory code ua 41 (patient surface temperature sensor malfunction) and was unable to clear the error. User performed manual CPR on the patient. The patient was pronounced dead in patient's home.